Manufacturer narrative:
B5; additional information received follow-up CT imaging conducted approx. 37 months post index procedure, revealed a (new) stent ring migration of +6.1mm on ring 10 of (vnmc4646c218tj/ (B)(6)). The max aortic diameter measured 66.8mm. No endoleak, fracture, stent ring enlargement was observed. Additional CT imaging conducted 6 months, 12 days later, revealed a new stent ring enlargement of +1.2mm, ring 10 in (B)(6), along with a persistent stent ring migration of +8.5mm, ring 10 in the same device. The max aortic diameter measured 66.7mm. No endoleak, fracture or aortic enlargement was identified. The core lab review of imaging from the same date confirmed stent ring enlargement in (vnmc4646c218tj/ (B)(6)), as well as stent ring migration within the same device. Additionally, no aortic enlargement, endoleak, stent fracture, was identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received 5: CT scans from approximately 37 months and approximately 43 months post-index procedure were re-reviewed. No endoleak, fracture, or aortic enlargement was noted in either imaging date. No stent ring enlargement was observed at 37 months, but new stent ring migration of +6.1mm on ring 9 and +1.5mm on ring 11 were noted. The maximum aortic diameter was 66.8mm. Stent ring enlargement of +1.2mm on ring 10 was observed at 43 months, along with persistent stent ring migration of +4.8mm on ring 9 and +4.5mm on ring 11. The maximum aortic diameter was 66.3mm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Two valiant navion stent graft were implanted during the endovascular treatment of a 60mm taa. It was reported that a follow-up CT taken approximately 3 years post the index procedure showed that stent structure of the placed (B)(6). Seems to be dislodged in the peripheral area. There is a possibility that the stent is broken. The shape of the stent has clearly changed compared to when it was first placed. When the 3d image was reviewed it looked like it was not in the usual form. According to the physician's opinion, there seems to be no endoleak, and the stent appears to be in contact with the blood vessel wall and responding to the shape change. .no endoleaks were observed. Per the physician the cause of the event was due to damage to the stent graft. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Additional information received: corelab review of CT imaging from 3 years and 7 months after the index procedure did not reveal any endoleaks, stent fracture or stent ring enlargement. Stent ring migration was observed on stent graft vnmc4646c218tj (v29877663) as follows : ring 9, +4.8mm in and ring 11, +4.5mm.. The maximum aortic diameter was 66.3mm. Films were noted as not assessable for aortic enlargement. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continued from 3005364322-02-19-2021-001-r. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.